Manufacturer narrative:
A complaint was received regarding tissue being transported to the canister rather than to the sample management system located on the biopsy probe. The investigation determined this is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. As per change form (B)(4), the tissue strip in 4 codes ((B)(4)) was adjusted to reduce the channel space between the tissue strip and the housing of the sample management system. The initial assessment of this event was deemed not reportable as no adverse event occurred. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be a MDR reportable malfunction pursuant to 21 cfr 803.

Event description:
The sales representative reported that during a breast biopsy procedure, she observed that following 3 samples with the 10 ga probe, she noticed not seeing much tissue, and also didn't see the targeted calcs. After 3 more samples of the same quality, she observed tissue floating in the canister. At that point she had the customer turn down the vacuum, thinking it was fatty tissue. More samples were attempted and did not get our calcs. After doing a mammo on the patient and not seeing calcs, the sales rep and physician pulled a decent amount of tissue out of the canister, where 3 calcs were found.